Manufacturer narrative:
Date of event: used the first day of the month of the aware date since event date not provided.

Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the shaft of the balloon snapped in half when the physician tried to push it in to the guide catheter. The procedure was completed with another of same device. There were no patient complications reported and no harm was done to the patient.